Event description:
It was reported that the pulse generator exhibited no sensing or capture, high pacing thresholds and impedance greater than 3000 ohms. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator exhibited loss of atrial output. After the device was cut open, device output was recovered. Comprehensive electrical, thermal and mechanical stressing did not cause the output anomaly to recur.